Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 twelve infusion set fell off during use and infusion set is used for 1 day. The blood glucose level was 150 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR 1924630 - MDR 3003442380- 2024 - 17506 - device 5 of 12.